Event description:
Caller states that during a correlation study, the following coaguchek/lab results were obtained: patient 1: 3.7 inr/2.71 inr; patient 2: 5/2 inr/3.29 inr; patient 3: 4.4 inr/2.84 inr; patient 4: 1.2 inr/1.86 inr; patient 5: 4.1 inr/2.79 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent. Correlation study performed in a medical facility.

Manufacturer narrative:
There was not any patient information provided.